Event description:
The reporter stated that the surgeon was inserting a 15.0 diopter collamer lens using a msi-tm injector and had difficulty twisting the injector and the lens tore upon insertion. The surgeon removed the lens with no patient injury.

Manufacturer narrative:
The product pertaining to this complaint was not returned however, the lens was received and a visual inspection shows the lens is torn in half and a piece of the optic is torn off and missing. There is a tear in the haptic. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation.